Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a full body rash. Patient reported the rash may not be from the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported that medical staff is treating the rash with hydrocortisone. Follow up indicated that the hydrocortisone is helping with the skin irritation.